Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash described as red welts under the therapy electrodes and ECG electrodes. The patient's cardiologist advised to coat the skin with mylanta. The patient also had an irritation in the bra area that was reported to be a yeast infection. This area was treated with nystatin powder and diflucan pills. It was also reported that the patient itches all the time and develops open sores. The patient reportedly is taking benadryl as well and using a benadryl cream. The patient and the patient's family was also advised that the lifevest could be taken off for a few hours a day. The outcome of the irritation is not known. The patient is in her cardiologist's care.